Event description:
It is reported that the insulin pump alarmed prime alarm and insulin is squirting out during manual prime. Customer was disconnected during prime process. No numbers appeared on screen, no beeps heard. Leaving prime not possible. Advised customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin alarmed prime alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.